Manufacturer narrative:
Pending investigation. D10: 6819686 310-01-44 - equinoxe, humeral head short, 44mm (alpha), a970166 300-01-12 - equinoxe humeral stem primary press fit 12mm, a606789 300-10-45 - equinoxe replicator plate 4.5mm o/s, b013900 300-20-02 - equinox square torque define screw drive kit, a331826 314-23-03 - laser cage glenoid medium, alpha, a926906 321-52-09 - 3.2mm k-wire, trocar tip, b013655 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack.

Event description:
As reported, approximately 1 month and 22 days post the initial left tsa, the subscap repair failed and had to be fixed. The humeral head was removed in order to do so, then replaced. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4 g4, h6 MDR section codes updated/corrected: b, c, d, g the reason for the shoulder revision reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the evaluation of the returned device showed it was unremarkable for an explanted component. Relevant patient information, images, or radiographs were not provided either. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.